Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the foreign material that fell from the forceps channel, the additional evaluation findings are as follows: the objective lens and light guide (lg) lens was dirty; due to dirt on objective lens, there was a lack of image on the monitor and the image had dark area partially; due to a scratch on objective lens, flare occurred; due to wear of angle wire, bending angle in up direction does not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; and adhesive on bending section cover had a chip. The following device components were found to be scratched: control unit, grip, universal cord, suction connector, right/left knob, flexibility adjustment ring, protector of the universal cord on the section connector side, plastic distal end cover, and the connecting tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had poor drainage due to lens cracks or dirt. There was no patient harm associated with the event. The device was returned and evaluated, and foreign material fell from the forceps channel. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the instrument channel was unable to be further specified. Moreover, no deformation/damage of the channel was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities." "[Inspection of the instrument channel] 1. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. 2. Confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.